Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0qvgy, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0rjna, implanted: (B)(6) 2015, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient . (B)(4).

Event description:
A health care provider via a company representative reported that the patient had an infection and the device was explanted. Troubleshooting was performed and visual signs noted. The cause of infection was not identified. It was unknown if infection had been resolved. The patient's indication for use is parkinson's dual and movement disorders.